Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2015 at 04:47 p.m. She tested her blood glucose and received a message "hi" (a reading >500 mg/dl) on the display of her adc blood glucose meter. Customer self-injected an unspecified amount of insulin and subsequently lost consciousness. Paramedics were called by a person nearby and upon their arrival, the customer's blood glucose was checked (unspecified result) and she was diagnosed with hypoglycemia and treated with glucose "through a tube in (her) mouth". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional evaluation code: method - this serves as a correction report to correct 30-day follow-up #1. Retain testing was completed on (B)(6) 2015 and results were omitted from the report in error. Has been updated to include evaluation codes required for retain testing. Additionally, additional manufacturer narrative should read as follows: the meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.